Manufacturer narrative:
The device history record for p99-000-316a lot number 601566 was reviewed and shows all inspected parts were received and accepted. No ncr's were identified on the inspection results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the jacobs adapter would not hold while the surgeon was inserting a monster screw into the patient. The complaint initiator mentioned that the jacobs adapter spinned and is worned out or broken.